Event description:
Home pt reports incomplete prime with approximately 5 sets from this lot number. Pt reports fluid rises in the pt line of the integrated homechoice set to approximately 1 ft from the pt connector. Pt has to re-prime set in order for fluid to rise to pt connector. Pt reports no injury or medical intervention associated with incident.